Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted that the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the un-deployed stent back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, moderately calcified left anterior coronary artery. The 2.25 x 23 mm xience xpedition stent delivery system (sds) was prepped for use with no issues noted. The sds was advanced to the lesion and was unable to cross. The sds was retracted back into the guiding catheter twice and advanced back to the lesion twice and still would not cross. The sds was removed from the anatomy, washed, and while re-prepping the sds, a pressure loss was felt while preforming the air aspiration. The sds was discarded and an unspecified sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.